Event description:
The aeon endostapler system consists of a handle and reload. During a vats lobectomy, the surgeon used an aesr45r reload to transect the bronchus. It was reported that there was a lack of stapling of the bronchus. To suture the bronchus, the surgeon converted to an axillary thoracotomy. No patient harm was reported. Although there is no information to suggest a product malfunction or deficiency, this event is being reported in an abundance of caution.

Manufacturer narrative:
N/a.